Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgical procedure. Since the procedure, the patient's ipg has been unable to communicate with their external device due to it being inoperable. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.